Event description:
Access to the iliac vessels was uneventful, the iliac arteries measured 12mm. No pressure had been applied to the delivery catheter during initial insertion. The contralateral limb deployed as well as the main body of the stent graft. The physician encountered difficulty in deploying the ipsilateral limb and in retraction. Force was applied to the delivery catheter causing a separation of the front tip/sheath unit. The physician attempted to snare the front sheath, but was unsuccessful. The pt was converted to an open procedure to retireve the front tip/sheath unit. The stent graft was removed as well. The pt left the or in stable condition. No further complications were reported to endologix.